Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va0t4w4 serial# implanted: (B)(6)2015 explanted: (B)(6) 2016. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient underwent a revision. Patient called stating their system did not work to control their target symptoms and it was later determined that the lead had moved. The first system had been surgically replaced. No further complications were anticipated or reported.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va0t4w4 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2016 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had no idea what the device didn't work well for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient did not determine cause or circumstance which led to the lead movement. There were no further complication reported or anticipated.